Event description:
It was reported that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. On (B)(6) 2022, the lead was capped and replaced. The patient was reported to be in stable condition.